Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06030 and 2134265-2015-06032. It was reported that the patient died. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). During unpacking of a 2.50x16mm promus element ¿ stent, the physician noted that the stylet was stuck on the stent. The physician pulled the stylet harder and the stent was distorted. The physician then implanted a 2.50x24mm promus element ¿ stent, followed by a 2.5x38mm promus element ¿ stent, on the target lesion. Post implantation, timi 3 flow was obtained. The procedure was completed successfully and the patient was shifted in the coronary care unit (ccu). After a few hours, the patient complained of acute chest pain. The physician was contacted, but the patient died before the physician could reach the hospital.